Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system was displaying sw 11 (software 11) errors. Customer reported that there was a flood in the vacuum accumulator and clear fluid that appeared to be de-ionized water was leaking onto the floor from the middle area of the hydropneumatic unit. Customer reported that the de-ionized water reservoir was full to the top and the vacuum accumulator was about 3/4 full of a milky solution. Bec customer technical specialist assisted the customer to stop the analyzer and empty the vacuum accumulator. Customer reported that erroneous patient results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer indicated that she will run quality control. On a follow-up call, customer reported that quality control ran without error. Bec field service engineer (fse) found a clog in one of the valves in the hydropneumatic unit and replaced the valve. Calibration and quality control passed after replacement of the valve.

Manufacturer narrative:
(B)(4).